Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that the prot233; gps could not be deployed as there was a kink in the stent delivery system shaft. There is no reported patient injury. Evaluation summary: the protege gps stent delivery system (sds) was received for evaluation without any ancillary devices or cine images from the procedure. The manifold assembly was fracture at the lock assembly. The inner hypotube shaft was fractured approximately 2cm from the 3 in 1 bond. The inner shaft liner was detached from the hub but attached to the inner shaft assembly (exposed proximal to the hypotube fracture). The inner spline shaft proximal end was approximately 4cm proximal to the red silicone seal. The stent was fully contained within the outer shaft and the distal edge of the sheath was 8.5 cm from the edge of the outer sheath.